Manufacturer narrative:
D9. Product available to stryker ¿ updated, d9. Returned to manufacturer on ¿updated, h3. Device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the distal end of an intermediate catheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed at the proximal end. The sdw was kinked/bent at the distal end. The distal tip of the sdw was broken/fractured proximal to the distal bumper. The broken/fractured piece was not returned. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "the patient had a left anterior communicating artery (acoma) aneurysm. A guidewire was used to advance an intermediate catheter and a microcatheter to the lesion site. After withdrawing the guidewire, several coils were deployed. Subsequently, a stent was advanced through the same microcatheter. When the stent reached the distal end of the microcatheter, increased resistance was encountered, preventing the stent from being deployed. To ensure surgical safety, the physician withdrew both the stent and the microcatheter together, and upon withdrawal, it was found that the stent had deployed. Digital subtraction angiography (dsa) examination revealed that the detached stent had been deployed at 5 cm from the distal end of the intermediate catheter. The physician then withdrew the intermediate catheter and replaced both the stent and the intermediate catheter with ones of the same catalog, successfully completing the procedure." Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was received deployed within the distal end of an intermediate catheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed at the proximal end. The sdw was kinked/bent at the distal end. The distal tip of the sdw was broken/fractured proximal to the distal bumper. The broken/fractured piece was not returned. The introducer sheath was noted to be intact. Based on the information received and the device analysis, it is likely that difficulties advancing the stent through the microcatheter led to the event. The event was likely influenced by procedural factors. The as reported 'stent deployed prematurely during use', 'stent failed/unable to deploy' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analysed 'stent deployed prematurely during use', 'stent deformed', 'sdw kinked/bent' and 'sdw broken/fractured during use' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a left anterior communicating artery (acoma) aneurysm procedure. An intermediate catheter and a microcatheter was advanced to the lesion site by using a guidewire. After withdrawing the guidewire, several coils were deployed. Subsequently, the subject stent was advanced through the microcatheter. When the subject stent reached the distal end of the microcatheter, resistance was felt and prevented the subject stent from being deployed. To ensure surgical safety, the subject stent and microcatheter was withdrawn together and upon withdrawal, the subject stent was found to be deployed. Digital subtraction angiography (dsa) revealed that the detached subject stent had been deployed at 5 cm from the distal end of the intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a left anterior communicating artery (acoma) aneurysm procedure. An intermediate catheter and a microcatheter was advanced to the lesion site by using a guidewire. After withdrawing the guidewire, several coils were deployed. Subsequently, the subject stent was advanced through the microcatheter. When the subject stent reached the distal end of the microcatheter, resistance was felt and prevented the subject stent from being deployed. To ensure surgical safety, the subject stent and microcatheter was withdrawn together and upon withdrawal, the subject stent was found to be deployed. Digital subtraction angiography (dsa) revealed that the detached subject stent had been deployed at 5 cm from the distal end of the intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.